Manufacturer narrative:
Conclusion: the sterilization process used by medtronic has an anti-microbial kill on the microorganisms such as staphylococcus and streptococcus species. This process is validated using the worst case bacillus atrophaeus (gram positive spore forming rods), which is known to be representative of the cleanroom bioburden. The information received indicates that the endocarditis occurred more than 1 year and 7 months post implant. Endocarditis that occurs more than 12 month after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired versus a result of the manufacturing process of the valve (1). Based on the above investigation, the endocarditis is unlikely to be attributed to the melody tpv device and/or manufacturing process. Overall, the true source of infection is unknown however there is no indication that the reported endocarditis was related to the manufacture of the device.

Manufacturer narrative:
Additional information was received that the valve was explanted due to endocarditis. (B)(4).

Manufacturer narrative:
Multiple attempts to obtain additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that approximately one year and seven months following the implant of this transcatheter pulmonary bioprosthetic valve in a pediatric patient, the valve was explanted. The reason for explant was not reported. The valve was successfully replaced with an 18 mm bioprosthetic valved conduit. No further adverse patient effects were reported.